Event description:
The complaint is reported as: "the swg (spring wire guide) is kinked inside patient's blood vessel to cause hardly remove." No patient harm reported. The device was removed it its entirety and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the swg (spring wire guide) is kinked inside patient's blood vessel to cause hardly remove." No patient harm reported. The device was removed it its entirety and replaced. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "the swg (spring wire guide) is kinked inside patient's blood vessel to cause hardly remove." No patient harm reported. The device was removed it its entirety and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one defective guide wire for analysis. No definite signs-of-use were observed. Visual analysis revealed that the guide wire had become unraveled and separated from the distal end. Microscopic examination revealed that the distal weld had separated from the core and coil wires. It was also noted that the curvature of the j-bend was not present. As the core wire length was not within the specification limits, it was concluded that a portion of the core wire had separated along with the distal weld and was not returned for analysis. The total length of the returned core wire from the proximal weld to the point of separation measured to be 661mm which is not within the specification limits of 679mm-687mm per the guide wire graphic. The guide wire outer diameter measured .79mm which is within the specification limits of .788mm-.826mm per the swg graphic. Functional inspection could not be performed due to the severity of the damage observed. A manual tug test confirmed that the proximal weld was secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The customer report that the guide wire was separated during use was confirmed through examination of the returned sample. The guide wire was observed to be unraveled and separated from the distal end. It was noted that the curvature of the distal j-bend was not present. Based on dimensional analysis, it was concluded that a portion of the core wire (including distal j-bend) had separated along with the distal weld and was not returned for analysis. A device history record review was performed based on sales history, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75pound force, which is larger than the iso standard of 2.2pound force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guide wire and the report that the damage was observed during treatment, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.